Event description:
It was reported that a user of the ilet experienced progressive hyperglycemia after exercise, with glucose rising from 180 mg/dl to 365 mg/dl and then to 374 mg/dl, while using an infusion set that was suspected to be deployed incorrectly or with an incompletely attached connector; troubleshooting and education were provided, and the agent recommended changing the entire infusion set and cartridge, though the user planned to change only the tubing due to a full cartridge. Symptoms included hyperglycemia accompanied by lethargy. Outcomes included the need for troubleshooting, device use education, and a planned follow-up to reassess glucose. Investigation included a customer interview and remote troubleshooting focused on infusion set integrity and cartridge-tubing connections. Investigation of this case revealed a likely delivery interruption attributable to an incorrectly deployed infusion set causing a bent cannula, consistent with elevated glucose readings during use. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to infusion set and connection management.